Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 279mg/dl-600 mg/dl at the time of incident and current blood glucose was 200 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump and injection. Customer will not be returned device for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at the display window corners and display window. Device received with minor scratched display window and case.